Manufacturer narrative:
Medication: ace inhibitors, asa. Beta blocker, chronic anticoagulant, p2y12 antagonist, statin. If information is provided in the future, a supplemental report will be issued.

Event description:
This event is being reported as part of the svs tevar dissection surveillance this data has been provided to medtronic by a third party (m2s) and is limited and de-identified. Adverse events reported: dissection, aortic rupture, fistula, embolization, malperfusion, ischemia, aneurysm enlargement, hypertension, paraplegia, paraparesis, stroke, renal failure, perforation of the aortic wall, spinal cord deficit, open surgery conversion, explant of the stent graft, occlusion, fenestration procedure, bypass procedure, pain.